Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-jun-2023. H6: investigation summary two samples received by our quality team for investigation. Upon visual evaluation, ink circle around the syringe can be observed. A device history record review found maintenance records related to the failure during production of lot 2205115. Based on the teams investigation, possible root cause of the non-conformance is related with incorrect ink density and maladjustment in the marking machine. Once mechanical team detected the failure it was immediately addressed by changing ink density and polishing the part that was causing the ink ring. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
It was reported that 40 bd plastipak ¿ - 3-piece syringe experienced scale marking issues. The following information was provided by the initial reporter: there is a black line around the syringe that does not match the grading before use.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 40 bd plastipak ¿ - 3-piece syringe experienced scale marking issues. The following information was provided by the initial reporter: there is a black line around the syringe that does not match the grading before use.